Manufacturer narrative:
The analyzer's serial number is (B)(6) . The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant c-reactive protein IV results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 16.3 mg/l. The initial result was questioned, and the physician requested that the sample be repeated. The repeated results were 71.5 mg/l and 74.7 mg/l. The result of 74.7 mg/l was believed to be correct based on the patient's clinical history.

Manufacturer narrative:
The calibration and qc were acceptable. A general reagent issue was excluded. Due to the lack of information provided, the investigation could not determine the exact cause of the event. The investigation did not identify a product problem.